Manufacturer narrative:
(B)(4). Initial reporter: additional phone number- (B)(6). Evaluation summary: the actual device was not received for evaluation; however, a photograph of the device was received. Visual inspection of the photograph revealed that there was a hole in the tubing. The cause of the condition could not be determined. A retained sample was also evaluated. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. The set was gravity tested and functional tested with an in-house infusion pump; simulated use testing did not reveal any issues with the retained device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol IV solution administration set leaked. This occurred during a flushing of normal saline in delivery tubing that backflowed with blood. The set was found with a fracture in the line. The device was being used with an infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.